Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; however, medical records were provided and reviewed. Approximately ten months post filter deployment, ivc filter retrieval was successfully performed. Vena cavagram performed post filter retrieval revealed successful removal of a detached filter, except for one filter arm in the right lower lobe. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc and retrieval difficulties. Per the provided medical records, the filter was deployed in suprarenal position due to evidence of a significant mobile thrombus in the right gonadal vein. Per the IFU (instructions for use),"the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position". Therefore, it is possible that the patient factors and the suprarenal position of the filter contributed to the alleged deficiencies. However, based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf310f filter perforated and a limb detached, migrated to the right lung, and was unable to be retrieved. The filter was retrieved percutaneously after an initial unsuccessful retrieval attempt. This report was received from one source. The event involved a patient with reported shortness of breath. The (B)(6) female patient was (B)(6) lbs.